Manufacturer narrative:
Medwatch sent to FDA on 24/aug/07.

Event description:
At the time of treatment with juvederm ultra in the right nasojugal groove, a needle disengagement occurred. The pt noted swelling and bruising at the treatment area which resolved within a few days. At the time of this injection, the pt had also been treated with restylane. Approx one month later, the pt developed redness, swelling and a possible infection at the right nasojugal treatment site. The pt was treated with oral and intravenous antibiotics. During the following months, the pt had further treatment with juvederm ultra, restylane and perlane. Within 10 days of the pt's last treatment with restylane in the superior aspect of the nasolabial folds swelling and redness once again occurred at the right nasojugal groove which also progressed to the left side. The pt was prescribed an add'l treatment with oral and intravenous antibiotics as well oral prednisone and ibuprofen. The pt reports the treatment area is settling down nicely with only a subtle amount of swelling remaining with all prescribed medications completed. At this time allergan has been unable to confirm the pt's symptoms or diagnosis with the treating the physicians. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.